Event description:
It was reported that during a thoracoscopic partial pneumonectomy, the device did not function with the battery at all at the 1st firing. The battery was generated heat. The cartridge color was black. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/10/2022. D4: batch # 273a36. H6: component code = g02. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage and with a gst60t reload present. The reload was received unfired. After further evaluation, the bulkhead contact was noted to be damaged making the instrument non-functional. No functional test was performed due to the condition of the device. The damage to the bulkheads contacts has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.